Event description:
It was reported that a user attempting to resume ilet use after several days off therapy experienced difficulty pairing a dexcom g7 sensor, initially entering an incorrect sensor code and then successfully connecting the sensor after entering the correct code and restarting the ilet, at which time the blood glucose read 331 mg/dl; the event was managed via troubleshooting and education without starting a new sensor and was documented as a bg run. Symptoms included hyperglycemia. Outcomes included continued use after successful cgm-pump communication with no hospitalization. Investigation included customer interview and guided device troubleshooting leading to successful sensor pairing. Investigation of this case revealed user error with initial sensor code entry and subsequent resolution after device restart and correct code entry, indicating no device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error.